Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4 was not working. A field service engineer found that the auxiliary half height drawer 4.2, pocket b3 had failed off the bus and recovery was not possible, and the entire drawer failed. Then fse released all cubies and cleaned debris from under the trays and found a small strip of foil packing from pulls under row b. The row board cable also felt slightly loose on this row. Cleaned all contact points for the row board cable, trays, and pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 failed.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.